Event description:
It was reported that a device was used during a retrosigmoidectomy. The device cut the tissue but did not staple. Another device was used to complete the case. There was no consequence to the patient.